Event description:
When placing a stent into the patient's right internal carotid artery, the physician noticed an air bubble at the distal tip of the delivery system. This male patient was enrolled in the study in 2007 (patient's medical history is unknown at this time). The vessel was no calcified or tortuous but there was an 80% stenosis present. The patient was asymptomatic. The product was properly inspected and prepped prior to use and no anomalies were noted. The physician had no difficulty accessing the lesion or placing the distal protection device in its proper position. The stent delivery system was then advanced to the lesion without difficulty and the position of the stent was checked under magnified fluoroscopy. During cine, the physician noticed that an air bubble was present at the distal tip of the delivery system. Therefore, he immediately removed the stent delivery system from the patient. Another precise stent was opened and used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.